Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) system was explanted due to endocarditis with vegetation on the right atrial (ra) and right ventricular (rv) leads. No further patient complications have been reported as a result of this event.